Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted the event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side seroma. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h3, & h6. Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, crease fold and yellow particles in the shell. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side seroma. Device has been explanted.